Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 140 mg/dl. Customer reports they did not hear beeps when audio volume settings were saved. Customer stated that they did not hear the differences between the two audio beep volumes for 1 and 5. The insulin pump will not be returned for analysis.